Event description:
Event verbatim [preferred term] 5 burn blisters at the upper edge of the heat wrap [burns second degree], sweating under the heat wrap [application site perspiration]. Case narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for lumbago. Medical history and concomitant medications were not reported. Consumer stated "first off I need to explain that I get severe lumbago twice a year. Thermacare has always helped be a lot while at work. I already know that you sweat a lot under it. Last week I got lumbago again. I applied the lower back thermacare heatwrap (thermacare lower back & hip) before work. When I got back from work, I took off the heatwrap and noticed that there were 5 burn blisters at the upper edge of it. This scared me quite a bit. At my regular pharmacy, I was told that there have been several consumers reporting the same thing but that they did not know what could be the reason for this. Therefore, my question to you is: what do I do next time? How is this possible? Do the regions of the heatwrap warm up differently?" The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
5 burn blisters at the upper edge of the heat wrap/it was painful [burns second degree], sweating under the heat wrap [application site perspiration]. Case narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for devision consumer healthcare germany. This 61-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from on (B)(6) 2018 at 8 am to 6 pm (one day for 10 hours) at unknown dose for lumbago. Medical history included skin allergy to nickel and she was in her menopause. She was not pregnant. The concomitant medication included ibuprofen (ibuprofene) at 400mg once a day started on (B)(6) 2018 (it had not been used thereafter). The patient previously used thermacare heatwraps in the past 1x/year (4 days during the day), no adverse effects occurred. She used warmth generating heating pad (30 minutes- start date unknown) and hot-water bottle (in the night) with no intolerance. Consumer stated "first off I need to explain that I get severe lumbago twice a year. Thermacare has always helped be a lot while at work. I already know that you sweat a lot under it. Last week I got lumbago again. I applied the lower back thermacare heatwrap (thermacare lower back & hip) before work. When I got back from work, I took off the heatwrap and noticed that there were 5 burn blisters at the upper edge of it. This scared me quite a bit. At my regular pharmacy I was told that there have been several consumers reporting the same thing but that they did not know what could be the reason for this. Therefore, my question to you is: what do I do next time? How is this possible? Do the regions of the heatwrap warm up differently?" Her tint of skin was middle light. Thermacare for back for lumbago was used on the body for one day on (B)(6) 2018 (it had not been used thereafter). She did not do sport while on using it, she did not control her skin while using. The package was red. She read the instruction for use before she used thermacare. She did not use any intolerable medications while using thermacare. The skin under the thermacare belt wet. After removing of thermacare belt am drying the (it was painful) at the upper edge the blisters were close to each other. Burn blisters started on (B)(6) 2018 at approximately 6 pmk for 10 days. She noticed the symptoms immediately after the application, they lasted 10 days. Patient asked the pharmacy for advice. The patient mentioned, "the filling of declaration of consent form and contacting of my physician is not required since I treated myself. The pharmacy advised me to contact pfizer because they also heard of similar cases of other consumers. The owner of the pharmacy told that she also once used a thermacare neck and experienced one burn blister." The action taken in response to the event of the product was permanently withdrawn on (B)(6) 2018. Patient treated the 5 burn blisters with burn ointment, she was not hospitalized. The outcome of the event sweating under the heat wrap was unknown. The burn blisters were recovered. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: non clinical study program name. Follow up (11oct2018): new information received from the same contactable consumer included: patient age, suspect product details (including start date frequency), medical history, concomitant medication, past drug, event details (including event onset date, treatment received, no hospitalization and event outcome), and action taken. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] 5 burn blisters at the upper edge of the heat wrap [burns second degree] , sweating under the heat wrap [application site perspiration] , . Case narrative:this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for devision consumer healthcare germany. This female consumer of unknown age started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose for lumbago. Medical history and concomitant medications were not reported. Consumer stated "first off I need to explain that I get severe lumbago twice a year. Thermacare has always helped be a lot while at work. I already know that you sweat a lot under it. Last week I got lumbago again. I applied the lower back thermacare heatwrap (thermacare lower back & hip) before work. When I got back from work, I took off the heatwrap and noticed that there were 5 burn blisters at the upper edge of it. This scared me quite a bit. At my regular pharmacy I was told that there have been several consumers reporting the same thing but that they did not know what could be the reason for this. Therefore, my question to you is: what do I do next time? How is this possible? Do the regions of the heatwrap warm up differently?" The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Amendment: this follow-up report is being submitted to amend previously reported information: non clinical study program name. Company clinical evaluation comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
There was no reasonable suggestion of device malfunction. The status of the sample at the site was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. A lot trend was not performed as the lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term]. 5 burn blisters at the upper edge of the heat wrap/it was painful [burns second degree], used thermacare heatwrap (B)(6) 2018 at 8 am to 6 pm (one day for 10 hours) [device use issue], sweating under the heat wrap [application site perspiration], narrative: this is a spontaneous report from a contactable consumer through a pfizer-sponsored program, brand websites for division consumer healthcare germany. This 61-year-old female consumer started to receive thermacare heatwrap (thermacare lower back & hip) via an unspecified route of administration from (B)(6) 2018 at 8 am to 6 pm (one day for 10 hours) at unknown dose for lumbago. Medical history included skin allergy to nickel and she was in her menopause. She was not pregnant. The concomitant medication included ibuprofen (ibuprofene) at 400mg once a day started on (B)(6) 2018 (it had not been used thereafter). The patient previously used thermacare heatwraps in the past 1x/year (4 days during the day), no adverse effects occurred. She used warmth generating heating pad (30 minutes- start date unknown) and hot-water bottle (in the night) with no intolerance. Consumer stated "first off I need to explain that I get severe lumbago twice a year. Thermacare has always helped be a lot while at work. I already know that you sweat a lot under it. Last week I got lumbago again. I applied the lower back thermacare heatwrap (thermacare lower back & hip) before work. When I got back from work, I took off the heatwrap and noticed that there were 5 burn blisters at the upper edge of it. This scared me quite a bit. At my regular pharmacy I was told that there have been several consumers reporting the same thing but that they did not know what could be the reason for this. Therefore, my question to you is: what do I do next time? How is this possible? Do the regions of the heatwrap warm up differently?" Her tint of skin was middle light. Thermacare for back for lumbago was used on the body for one day on (B)(6) 2018 (it had not been used thereafter). She did not do sport while on using it, she did not control her skin while using. The package was red. She read the instruction for use before she used thermacare. She did not use any intolerable medications while using thermacare. The skin under the thermacare belt wet. After removing of thermacare belt am drying the (it was painful) at the upper edge the blisters were close to each other. Burn blisters started on (B)(6) 2018 at approximately 6 pm for 10 days. She noticed the symptoms immediately after the application, they lasted 10 days. Patient asked the pharmacy for advice. The patient mentioned, "the filling of declaration of consent form and contacting of my physician is not required since I treated myself. The pharmacy advised me to contact pfizer because they also heard of similar cases of other consumers." The action taken in response to the event of the product was permanently withdrawn on (B)(6) 2018. Patient treated the 5 burn blisters with burn ointment, she was not hospitalized. The outcome of the events sweating under the heat wrap and used thermacare heatwrap (B)(6) 2018 at 8 am to 6 pm (one day for 10 hours) was unknown. The burn blisters were recovered on an unspecified date. According to product quality complaints: there was no reasonable suggestion of device malfunction. The status of the sample at the site was not received. This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. A lot trend was not performed as the lot number is unknown. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow up (11oct2018): new information received from the same contactable consumer included: patient age, suspect product details (including start date frequency), medical history, concomitant medication, past drug, event details (including event onset date, treatment received, no hospitalization and event outcome), and action taken. Follow-up (27may2020): new information received from product quality complaints includes investigation results. Additionally, this case is being submitted to amend the following information: added event 'used thermacare heatwrap (B)(6) 2018 at 8 am to 6 pm (one day for 10 hours)'. Follow-up attempts completed. No further information expected., comment: based on the information provided, the event of burns second degree as described is considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The other event application site perspiration is non-serious. The events are medically assessed as associated with the use of the device.